Event description:
Blood was noted in the iab. The dr had difficulty removing the iab. The iab was surgically removed. (Event complications: the iab was surgically removed-reported 5/20/98. (Pt's current status: unk-rpt'd 5/20/98.)

Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. The physical evidence & reported problem are consistant with that of an iab which became entrapped & was surgically removed from the pt. The smooth-edged penetration(s) most likely resulted when the balloon membrane came in contact with a sharp-edged instrument during the removal process. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon & its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may prevent percutaneous removal of the balloon causing it to become visible in the catheter. This clot may prevent percutaneous removal of the balloon causing it to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been reported in literature & has been experienced by users of intra-aortic balloons. Co therefore urges the user, as we have done in our instructions, to discontinue pumping & consider the removal of the balloon from the pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, the user would be well advised to call for a vascular consultation, as was done in this case.